Manufacturer narrative:
The device was received and analyzed. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. In particular, a vf episode was detected on (B)(6) 2020. As a result, eight 40 j shocks were appropriately delivered by the device. However, as mentioned in the complaint description, the vf could not be terminated. Please note, the ICD functioned as expected. There was no indication of a device malfunction.

Event description:
Device was unable to df-t convert. No adverse patient events were reported. Should additional information become available, this file will be updated.